Event description:
It was reported when the patient made changes to amplitude during mobile setting, he waited the three minutes, laid down, sat back up, and the implantable neurostimulator (ins) would go back to mobile setting with the previously set amplitudes (not the new programmed settings). This issue had been ongoing for a few weeks. No patient symptoms or patient injury reported. The manufacturer representative was to meet with the patient the following week for further troubleshooting and re-orienting of the ins. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was going to be met the day of this report. Programming ideas were reviewed. It was noted that the patient did not have realistic expectations. No follow-up was required as no further information about the issue was reported and follow-up had already been performed for the information received.

Event description:
Additional information received reported the patient was seen on (B)(6) 2015 and reprogrammed with good stimulation but turned the ad aptive stimulation off. The patient was noted to be doing fine and both devices were in perfect working conditions.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the manufacturer representative was using the test adaptive stimulation, the clinician programmer (8840) did not display upright and mobile settings. Test adaptive stimulation was selected. The patient went for a 2.5 minute walk, the manufacturer representative re-interrogated, and the voltage had changed; when the position was checked, it was still displaying upright setting. How to test adaptive stimulation functions was discussed. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.